Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that patient passed away while wearing a pod. Patient's cause of death was reportedly due to diabetic ketoacidosis (dka) and possible covid-19.